Event description:
Event description boston scientific crm received information that during a follow-up visit, lead safety switches were noted for both the atrial and right ventricular leads. There was also noise noted on both channels. Once the leads were programmed to unipolar configuration, impedance measurements were within normal ranges, 470 ohms for the atrial lead and 480 ohms for the right ventircular lead. No adverse patient effects were reported.